Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:11:39. During night drain cycle four, the patient's ultrafiltration reading was 1203ml, indicating the home patient drained 1203ml more than their maximum programmed fill volume of 2000ml. No additional information is available.